Event description:
Had an issue today in the cath lab - when they opened 49-121 the wire was bent just after the j curve - this happened with 4 different lot numbers: 10489125, 10472454, 10489086 and 10489125.

Manufacturer narrative:
Evaluation/findings: as received, the specimen consists of one-1 each clinically exposed, damaged (B)(4) device; returned coiled, loose, single bagged within a "zip-lock" style poly biohazard pouch. Dimensional verification: as received, the specimen presents an overall length of 260.70cm and a finished diameter of .03475" to .03480". A gage bushing certified to be .0355" was passed over the length of the device to the proximal aspect of the core wire penetration without issue. Observation findings: the specimen presents 0.4cm of the ball welded distal end of the core wire protruding through the coil wraps at a kink located 2.50cm from the distal tip with large radius, serpentine bends proximal of the core wire penetration. The exposed core wire and the distal 2.80cm of the specimen present deposits of dried blood-like material, including within the coil lumen in the distal region. The j-form tail angle is 144.25° and finger straighten function is impaired. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Summary of findings: a review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. During manufacturing of this product the guidewires are subjected to a 100% visual/tactile inspection for physical appearance, defects and inconsistencies. The complaint narrative describes the event as, "had an issue today in the cath lab - when they opened 49-121 the wire was bent just after the j curve - this happened with 4 different lot numbers: 10489125, 10472454, 10489086 and 10489125". The report of damage is confirmed. As noted above, the specimen presents 0.4cm of the ball welded distal end of the core wire protruding through the coil wraps at a kink located 2.50cm from the distal tip with large radius, serpentine bends proximal of the core wire penetration. The exposed core wire and the distal 2.80cm of the specimen present deposits of dried blood-like material, including within the coil lumen in the distal region. The appearance of the specimen suggests the device was clinically exposed; however, it was reported that the product never entered the patient. Based on the evidence presented by the sample and the information provided by the supporting documentation, it appears that procedural and/or clinical factors may have impacted on the event as reported. Corrective action: lake region medical has no corrective action specific to the product mentioned above. It appears that procedural and/or clinical factors may have impacted on the event as reported. Preventative action: lake region medical has no preventative action specific to manufacturing this product differently.